Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5077076, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that during an implant procedure, the physician could not achieve an epidural access and in the process gave the patient epidural puncture. The patient was administered blood patch. The patient was doing well postoperatively.